Manufacturer narrative:
Product complaint #: (B)(4). Batch # r59d7n. Investigation summary: the analysis found that one ec60a device was returned with no apparent damage and with four cartridge reloads present. The reloads (b and c) were received partially fired 1/10. The reload (d) was received partially fired 1/16. The reload (e) was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. The returned device and cartridge reload (d) were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the lobectomy surgery, could not fire when severing pulmonary lobe tissue on the 1st firing. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.